Manufacturer narrative:
Concomitant medical products: product ID: 3057, product type: screening device. Other relevant device(s) are: product ID: 3057. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that the therapy was aggravating and cause them a lot of pain. They also stated that the stimulation was annoying and they were miserable and they turn it down. Patient further reported that the wires were twisting up on their back and busted out of their back when they were sleeping. There were no further complications that have been reported as a result of this event.